Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (adapter), is related to case with patient identifier (B)(6) (transfer set). Product no longer available for return.

Event description:
It was reported that insulin leaked between the luer connection of the transfer set and the adapter resulting in elevated blood glucose levels.